Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("diffuse pain") and asthenia ("marked asthenia with no possibility to perform usual activities") in a 46-year-old female patient who had essure (batch no. A78088) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ulcerative colitis and hepatic adenoma. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), experienced asthenia (seriousness criterion medically significant) and metrorrhagia ("metrorrhagias") and experienced general physical health deterioration ("deterioration of general health status"), premature menopause ("menopause at 44 years old") and arthralgia ("multiple joint pain (especially left hip) with difficulties in walking") with gait disturbance. The patient was treated with surgery (essure removed by bilateral adnexectomy with total salpingectomy (interstitial part resection)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, metrorrhagia, general physical health deterioration, premature menopause and arthralgia outcome was unknown. The reporter considered arthralgia, asthenia, general physical health deterioration, metrorrhagia, pelvic pain and premature menopause to be related to essure. The reporter commented: device not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire ¿ patient¿s demographic data; medical history (ulcerative colitis and hepatic adenoma); onset date of events update (B)(6) 2013); and reporter¿s assessment of relationship between the events and the device (related). Regulatory authority (afssaps) reference number (B)(4) was also provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pain") and asthenia ("marked asthenia with no possibility to perform usual activities") in a 46-year-old female patient who had essure (batch no. A78088) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ulcerative colitis and hepatic adenoma. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), experienced asthenia (seriousness criterion medically significant) and metrorrhagia ("metrorrhagias") and experienced general physical health deterioration ("deterioration of general health status"), premature menopause ("menopause at 44 years old") and arthralgia ("multiple joint pain (especially left hip) with difficulties in walking") with gait disturbance. On an unknown date, the patient experienced allergy to metals ("allergy with cobalt"). The patient was treated with surgery (essure removed by bilateral adnexectomy with total salpingectomy (interstitial part resection)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, asthenia, metrorrhagia, general physical health deterioration, premature menopause, arthralgia and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, general physical health deterioration, metrorrhagia, pelvic pain and premature menopause to be related to essure. The reporter commented: device not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Allergy test - on (B)(6)2017: allergy to cobalt. Most recent follow-up information incorporated above includes: on 31-jan-2019: allergy test performed on (B)(6)2017 revealed allergy to cobalt (new event added). New reporter (lawyer) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pain") and asthenia ("marked asthenia with no possibility to perform usual activities") in a 46-year-old female patient who had essure (batch no. A78088) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ulcerative colitis, hepatic adenoma, shoulder dislocation and gravida ii (on 1990 and 1995). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), experienced asthenia (seriousness criterion medically significant) and metrorrhagia ("metrorrhagias") and experienced general physical health deterioration ("deterioration of general health status"), premature menopause ("menopause at 44 years old") and arthralgia ("multiple joint pain (especially left hip) with difficulties in walking") with gait disturbance. On an unknown date, the patient experienced allergy to metals ("allergy with cobalt"). The patient was treated with surgery (essure removed by bilateral adnexectomy with total salpingectomy (interstitial part resection)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, metrorrhagia, general physical health deterioration, premature menopause, arthralgia and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, general physical health deterioration, metrorrhagia, pelvic pain and premature menopause to be related to essure. No further causality assessment were provided for the product. The reporter commented: after insertion there was 4 trailing coils on right and 4 trailing coils on left. Device not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Allergy test - on (B)(6) 2017: allergy to cobalt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("diffuse pain") and asthenia ("marked asthenia with no possibility to perform usual activities") in a (B)(6) female patient who had essure (batch no. A78088) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia (seriousness criterion medically significant), metrorrhagia ("metrorrhagias"), general physical health deterioration ("deterioration of general health status"), premature menopause ("menopause at 44 years old") and arthralgia ("multiple joint pain (especially left hip) with difficulties in walking") with gait disturbance. The patient was treated with surgery (essure removed by bilateral adnexectomy with total salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, metrorrhagia, general physical health deterioration, premature menopause and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, general physical health deterioration, metrorrhagia, pelvic pain and premature menopause with essure. The reporter commented: both essure removed by bilateral adnexectomy with total salpingectomies (resection of the interstitial part) by laparoscopy. Device not available. Date of occurrence was reported as same date as date of removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.